Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 18-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was getting excellent coverage after the initial implant but after a few days they were only getting right side coverage. X-rays confirmed that the lead had migrated. A lead revision surgery was performed and the issue was resolved. No further complications were reported.